Event description:
Related manufacturer reference number: 2017865-2021-36266. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) and right ventricular (rv) leads both exhibited over-sensing of noise. Inappropriate automatic mode switch was noted on the ra lead. No intervention was performed and the patient will continue to be monitored. No patient consequences or symptoms were reported.